Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: crease flat, yellow particles in the shell and delamination of plug strap. Leak test and microscopic analysis was performed which identified: device no leakage and delamination (>75% total separation). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a delamination total of the plug strap (adhesive failure) the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported right side "textured implants". Healthcare professional reported "capsular contracture, baker grade iii". Device has been explanted and replaced.

Event description:
Patient reported right side "textured implants". Healthcare professional reported "capsular contracture, baker grade iii". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.